Event description:
It was reported that the patient feels a "shocking sensation from where the [pacemaker] is implanted straight down [the] chest for over a month." The patient was inquiring if this could be caused by the device. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient feels a "shocking sensation from where the [pacemaker] is implanted straight down [the] chest for over a month." The patient was inquiring if this could be caused by the device. The device is still in use. No patient complications have been reported as a result of this event. It was additionally reported by the patient that there is the sensation of "zaps or shocks near my [pacemaker]."

Manufacturer narrative:
Asku